Manufacturer narrative:
No further evaluation of the device is required. The IFU for dimension ctni flex reagent cartridge contains the following information: "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies." Analysis of the sample of dade behring inc. Indicates that the cause for the falsely elevated troponin I result was non specific binding. The instrument is performing within specifications.

Event description:
A falsely elevated troponin I result of 4.4 ng/ml was obtained on a pt sample. The result was reported to the physician. The original sample was retested on an alternative analyzer and a result of 0.11 ng/ml was obtained. The pt was given a cardiac catheterization, but there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was non specific binding.